Manufacturer narrative:
Continuation of d10: product ID 8784 lot# 0231244806; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 14-apr-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine with concentration 5 mg/ml at a dose rate of 4.5 mg/day via an implantable pump. It was reported that the catheter connection was not possible. The catheter connector from the model 8784 set did not fit the catheter implanted in the patient, although a second connector of the same kind was already implanted in the patient. The connection of the ascenda connector to the old catheter of the system was tried multiple times without success. As a result, the connector broke and could not be used for implant. The pump segment of the catheter could not be implanted. It was further indicated that the implanted catheter had been implanted 12 years ago and there were no other external or patient-related factors known that may have led or contributed to the issue. The catheter remained implanted and in-service. It was further reported that a second 8784 revision set had to be used to resolve the malfunctioning product, and surgical procedure was prolonged by 90 minutes because proximal catheter segment needed to be connected to spinal segment. A full surgical revision of the catheter was done; a second model 8784 set was used to replace the malfunctioning product and the old pump segment of the catheter. The new connector worked fine and could be connected to the spinal segment, which was a model 8782 type ascenda catheter with lot number lot: 0230690091, implanted on (B)(6) 2025. A fully functioning synchromed-iii system with ascenda catheter was indicated, and there were no known postoperative complications of the patient. The issue was resolved as of (B)(6) 2025. The patient was without injury regarding their status as of (B)(6) 2025. The patient's medical history would not be made available.

Manufacturer narrative:
Regarding the additional information received on 2025-sep-02, the pump was noted to be a non-medtronic product. Therefore, the information related to this complaint will be addressed in regulatory report #3004209178-2025-15234. Please refer to this file going forward. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the reason for the initial replacement was related to a normally scheduled replacement due to end of life (eol). The old pump that was replaced was a non-medtronic product. Consent letter was being prepared by the physician and would be obtained.